Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during abdominal aortic aneurysm type ii endoleak coil embolization, the coil (subject device) became stretched when repositioned. When the physician tried to remove the coil (subject device), it was unraveled and the proximal end of the coil was broken due to multiple repositioning. Part of the broken coil was left inside the patient vasculature and fixed by deploying two stents to the vessel wall. There were no clinical consequences reported due to this event.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as functional testing could not be performed. According to the event description, it is mostly likely that the main coil stretched during repositioning and later broke inside the patient during retrieval, resulting in coil migration. It was also reported that the patient¿s anatomy was severely tortuous and multiple repositioning was performed along with a non- stryker microcatheter. These factors together may have contributed for the reported main coil stretched, main coil migration, un-retrieved device fragments and coil broken/fractured. Therefore, an assignable cause of procedural factors was assigned for the reported main coil stretched, main coil migration, un-retrieved device fragments and coil broken/fractured.

Event description:
It was reported that during abdominal aortic aneurysm type ii endoleak coil embolization, the coil (subject device) became stretched when repositioned. When the physician tried to remove the coil (subject device), it was unraveled and the proximal end of the coil was broken due to multiple repositioning. Part of the broken coil was left inside the patient vasculature and fixed by deploying two stents to the vessel wall. There were no clinical consequences reported due to this event.